Manufacturer narrative:
The device has not yet been received for evaluation. The root cause cannot be determined at this time. A supplemental report will be submitted when additional information becomes available.

Event description:
It was reported that the part broke during tlif surgery.